Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to be experiencing low blood glucose on the phone. Customer's blood glucose was 26 mg/dl. Helpline dispatched ems to the customer. Customer gave himself bolus twice after lunch. Customer reported the device was working as designed. Customer will not be returning the device for analysis.